Manufacturer narrative:
(B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio cl device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture inside the patient. A second capio suture was opened and the dart did not deploy and it also detached from the suture. Reportedly, an x-ray was performed and the dart could not be located inside the patient. Therefore, it was concluded that the darts were still stuck in the device. The procedure was completed with another capio cl device. There were no patient complications reported as a result of this event.